Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device were not returned to bsn.

Event description:
A report was received that the patient had to charge the ipg frequently. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
.

Event description:
A report was received that the patient had to charge the ipg frequently. The patient will undergo a revision procedure wherein the ipg will be replaced.